Manufacturer narrative:
Preliminary investigation performed by r&d project manager: the received photo showed the drill bit broken in two parts towards the end of the helix. It is not possible to determine with certainty the root cause of the event; a possible cause can be related to a high flexion applied to the drill bit, which led to the breakage.

Event description:
During the hip replacement the surgeon decided that he needed to insert screws into the acetabulum. When the surgeon went to use the drill it snapped in half. All of the drill bit was retrieved and no part remained inside of the patient.